Event description:
It was reported that the device as used during a laparoscopic cholecystectomy. It was reported by the rep that the torn gaskets and torn reducer caps in the case caused air leaks. The case was completed by using another 511sd and 1 seal product. There was no consequence to the patient.